Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Gums bleeding [gingival bleeding]. Teeth are sensitive [sensitivity of teeth]. Gums are sensitive, painful [gingival pain]. Pain, hurts teeth [toothache]. (Metal shaft) poked gums [gingival injury]. Brushhead came off in mouth [device breakage]. Metal shaft poked gums, hurt teeth/gums [injury associated with device]. Case description: a wife reported that her (B)(6) husband had been using an oral-b vitality series toothbrush with oral-b brushheads, version unknown for over a year and a half with no problems, using one brush twice a day. She stated that while he was brushing his teeth on (B)(6) 2015, the brushhead came off in his mouth. He tried taking the brushhead out of his mouth but the metal shaft poked him, hurting his teeth and gums, and he began bleeding. He had been having severe tooth and gum sensitivity. He gargled to stop the bleeding. She asserted that he was unable to get a new brushhead on and nothing works on it any longer. Product use was discontinued on (B)(6) 2015. She asserted that she performed the scratch test and the oral-b logo did not come off. The overall case outcome was improved. No further information was provided.